Event description:
The download data for a (B)(6) male patient revealed a code 110 - overvoltage set. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 110 - overvoltage) was confirmed. Upon evaluation, fractured solder connections were discovered at high-voltage capacitors c19 and c22. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.